Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging chronic bronchitis. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. No further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported as product problem in previous report. After further review the manufacturer determined as serious injury. The following correction has been updated in this report to reflect both and other. Section b1 has been updated to reflect as both and other. Section h1 and h6 has been reflect as serious injury. Section h6 health impact code has also been updated to reflect the serious injury.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR tw# (B)(4). MFR # 2518422-2023-14895. This report was submitted as a duplicate report of the previously submitted report.